Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cv2 pyxis machine had a drawer stuck in failed recovery mode. Additionally, the refrigerator was reported as failed, and the machine had been restarted multiple times earlier today. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the whole drawer failed. A field service engineer (fse) receded retractor band at drawer control board and at pyxis module controller board. Fse verified proper operation in hardware test application and conducted inventory and application. The system functioned as intended after the field service engineer repaired the device.